Event description:
It was reported that the patient presented for follow-up. Post paced t wave oversensing on the ventricular lead was observed on stored egm. Patient was asymptomatic. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.